Event description:
It was reported that this implantable device declared fault code error 1003. A copy of device memory was saved and submitted to technical services for further review. Engineering analysis of device data confirmed the error, and recommended device replacement or reevaluation of the battery within 90 days time. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable device recorded fault code error 1003 indicative of battery voltage too low for the projected remaining capacity. A copy of device memory was saved and submitted to technical services for further review. Engineering analysis of device data confirmed the error, and recommended device replacement or reevaluation of the battery within 90 days time. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
The returned energen ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.